Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product event summary: the controller of unknown serial number was not available for analysis. No device malfunction was reported; therefore, the purpose of this investigation is solely to evaluate device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event may be attributed to user perception. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of patient feedback indicated that a suggestion was made to have a clearer response for the electrical fault alarm to include "not to change the controller". The device remains in use. No patient complications have been reported as a result of this event.